Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 80% battery life to 0%, within one day and also would not charge. The customer's blood glucose level was 269 mg/dl and it was addressed with manual injections. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the reported battery not charging was verified. However, the alleged battery depletion could not be evaluated due to the other reported issue (charging issue; damaged usb pins).